Manufacturer narrative:
Internal file number: (B)(4). Date of event was an estimate.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It is possible that a coagulation of blood and/or contrast on the guide wire resulted in the reported difficulty to position and the reported difficulty to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment made by the physician that during previous use of the ht versacore modified j 300 cm guide wires, unspecified stents and balloons have had difficulty advancing over the wire as well as difficulty being removed from the wire. They seem to be sticking to the guide wire. There were no issues with advancement or removal of the guide wire itself. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.